Event description:
The customer observed false non-reactive alinity I anti-hbc results generated for two patient samples. The following data was provided: sample 1: initial test = 0.87 s/co, repeat results = 6.33 s/co, 6.28 s/co. Sample 2: initial test = 0.68 s/co, repeat results = 5.12 s/co, 6.17 s/co. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.